Manufacturer narrative:
Insulin pump received with minor scratched display window, broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that pieces from the opening of reservoir compartment was breaking off. Customer's blood glucose was 9.2 mmol/l. Insulin pump would need to be replaced.